Event description:
Philips received a report that the patient experienced a blister on a left index finger shortly after the examination. A male patient, 40 years old, was positioned feet first, spine, for pelvis and lumbar spine examination with the anterior array coil. It was reported the patient was sedated or anesthetized for the scan. No medical treatment was provided. A digital photo of the wound was provided and is described as an oval shaped blister on the lateral side of the index finger at the area/level of the nail bed. The skin is intact. The blister area is whiteish in color and is surrounded by an area of erythema. The size of the blister is approximately 2.5-3cm. The reported blister on the finger meets the criteria for a serious injury.

Manufacturer narrative:
There is no indication of an mr system or coil malfunction identified which could have contributed to the incident. It was confirmed that a pulse oximeter was present during the mr exam on the patient's left index finger where the reported burn/blister is located. Considering the place, shape and nature of the burn injury, and by ruling out all other potential causes for this burn, the burn could have resulted from the pulse oximeter's tight clamping or pinching on the patient's finger. In that scenario blood flow is also somewhat restricted which could lead to a hampering of proper heat dissipation, leading to the heating incident. The pulse oximeter is indicated to be mr conditional equipment (i.e., not mr safe), meaning that this pulse oximeter is safe to use in the mr environment only under specified conditions (e.g., field strength, spatial gradient, sar limits, coil type, orientation). Contributing factors for this events are as follows: the patient was sedated or anesthetized. The thermoregulation of sedated patients is known to be impaired. The patient was unable to sense or communicate discomfort or pain.